Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. A33 alarm during the basic occlusion test due to moisture damage inside the force system resistor. Moisture damage found on the motor also. No physical damage on motor slide noted. Pump passed the stop current test, run current test, rewind test and displacement test. Unable to perform the self test, restart error test, off no power test, occlusion test and no delivery test due to a compromised force system sensor test. No rewind anomaly noted. Pump had cracked case at display window corner, reservoir tube lip,battery tube threads, belt clip slot and minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is cracked at the pump piston and the piston threads are bent. Customer's blood glucose was unknown at the time of incident. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.